Event description:
During a laparoscopic cholecystectomy, the clip was twisted and then the clip wrapped across the vascular. No consequences for the pt a new er320 was used and the procedure was finished normally.